Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that there was resistance removing the dual layer protective sheath during preparation. The 3.0 x 28 mm delivery system could not be advanced over the guide wire. The delivery system was removed and it was noted that the balloon was separated at the proximal seal. The delivery system did not enter the guiding catheter. Another delivery system was successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft/balloon break was confirmed. The reported difficulty positioning the guide wire was not confirmed. The reported difficulty removing the protective sheath could not be tested/confirmed due to the sheath not being returned for analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported shaft/balloon break and resistance with the guide wire appear to be due to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. (B)(4).